Event description:
Device malfunction: failed to deploy properly. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure using the starclose device of an unspecified vessel after an unspecified procedure. Reportedly, the device did not deploy properly. Hemostasis was achieved by an unknown method. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.